Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one largebore 8 inch ext vlv was clogged. The following information was provided by the initial reporter: the tubing is not flushing through. Has occurred multiple times but no injury or impact to pt/treatment.

Manufacturer narrative:
The following information has been updated/corrected: d.4. Medical device lot #: 21029633. D.4. Medical device expiration date: 2024-02-18. H.4. Device manufacture date: 2021-02-16 h3 other text : see h10.

Event description:
It was reported that at least one largebore 8 inch ext vlv was clogged. The following information was provided by the initial reporter: the tubing is not flushing through. Has occurred multiple times but no injury or impact to pt/treatment.